Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl). Reportedly, the customer was adjusting to the carbohydrate ratio settings provided by the healthcare provider, along with planning around the dinner meal. A snack was consumed to treat low bgs. At the time of the reported event, bg was 120 mg/dl. Recommendation was made to consult with healthcare provider regarding adjusting the settings.